Manufacturer narrative:
No evaluation was performed as the device was not returned at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that a piece of a tri-cut blade broke off inside of the patient's sinuses. When the surgeon removed a suction catheter he noticed a metal piece stuck to the tip of the suction catheter which was blocking suction air flow. It was then discovered the metal disposable piece was the top portion of the triciut blade.